Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07331.

Event description:
It was reported that patient¿s hip was revised approximately two years post implantation due to adverse reaction to metal debris attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the complaint it was determined that the complaint was already reported on 0001825034-2013-04399. The initial report submitted should be voided.